Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an endoscopic image noise. The event occurred during inspection for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was dark, video connector contact was damaged., insufficient light due to lg break in the r-unit. The light guide bundle was chipped, component failure of the light guide bundle., lg break in the r-unit. Component failure of the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.